Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first device was deployed and placed as intended. Reportedly, during use of the second device, the suture separated when the plunger was removed. The device was removed, and the knot was untied. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.